Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, battery out limit and blank display. The customer's blood glucose value was 495 mg/dl. The customer treated with a bolus from the pump. The customer's blood glucose went down to the low 200's mg/dl. The customer stated that the pump flipped off and swung against the vanity last night. The customer declined to troubleshoot for high readings. The product was not returned for analysis.